Manufacturer narrative:
The investigation of pump not detected has been completed. The product was returned and evaluated. The pump failed the laser continuity test, and a break in the optical fiber was found in the red handle near the patient cable connection. There were no abnormalities with the bonds, and no other abnormalities were found. Data logs were not available. The root cause of the optical signal issue was a damaged fiber line.

Event description:
The complainant reported a 70-year-old female patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported that during the implant procedure, an optic sensor error failure occurred. The impella was not detected and an alarming sensor failure occurred, with light not visible. The error occurred during the system purge. The procedure was aborted and no patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.